Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio tightened the battery pin nuts, replaced the battery pins and battery contact pcb as a preventive measure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio reviewed the device data and verified the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shut off one time while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with all the available patient information.

Event description:
The customer contacted physio-control to report that their device shut off one time while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.